Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was imacs 2, while coming off cardiopulmonary bypass (cpb). The patient¿s right ventricle (rv) began to fail and patient was placed on right ventricular assist device (rvad). Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was imacs 2, while coming off cardiopulmonary bypass (cpb). The patient¿s right ventricle (rv) began to fail and patient was placed on right ventricular assist device (rvad). Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05dec2021. The heartmate 3 lvas instructions for use (IFU) (rev. C) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 also cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.